Event description:
It was reported, that the patient underwent spinal cord stimulator (scs) explant procedure, due to an unknown reason. All explanted device components will not be returned, per hospital policy. No further information could be obtained, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated, based on the date. The manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial#: (B)(6), batch: 7082412. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 31528570.